Manufacturer narrative:
Concomitant medical products: product ID 3777-60: serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 377760, lot# v017539, implanted: (B)(6) 2008, product type: lead. Product ID 3708240, serial# (B)(4),implanted: (B)(6) 2006, product type: extension. Product ID 37742, serial# (B)(4),implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).

Event description:
It was initially reported that the ins (implantable neurostimulator) didn't hold a charge. Reprogramming and battery check was being planned as a result of the event. Diagnostic testing or troubleshooting would be performed in the future. The issue was not resolved. The cause of the issue was not determined. Patient status at time of this report was alive with no injury. There were no patient symptoms or complications associated with this event. One day later it was reported that the battery wasn't holding a charge as long as it had used to. This had been happening since 6 months prior to the report. Patient was last reprogrammed 2 years before the report. The ins battery depletion was reported as premature. It was stated that the patient didn't charge till the battery was 100% full, charged to 4th quartile. When the patient used stimulation as of last 6 months before the report, she didn't recharge until it went discharged/depleted and cut off. The patient only got 3 days interval between recharging and parameters/settings didn't change. Battery longevity calculations indicated that this appeared to be no as expected. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3777-60, serial# (B)(4), implanted: (B)(6)2008, product type: lead. Product ID: 377760, lot# v017539, implanted: (B)(6) 2008, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient.

Event description:
Additional information received reported no interventions were taken or planned. It was noted that the manufacturing representative reprogrammed the patient and spent time going over how to charge in detail. Patient had needed more education regarding the "charge complete" screen. No devices had been explanted.